Event description:
It was reported to medtronic neurosurgery that the patient was implanted with a strata valve and the pressure level settings kept changing. According to the report, the patient has a vagal nerve stimulator and wore a magnet on his wrist. The valve was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. The instructions for use that accompany the device caution that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. (B)(4).